Manufacturer narrative:
Follow-up # 2 ¿ (02/23/2015). The patient¿s meter has been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional information obtained during follow up call with patient on 02/13/2015: patient associated their symptoms with a low blood sugar excursion, and as a result self-treated by consuming orange juice.

Event description:
On (b)(62 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 3 message. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) could not contact the patient to obtain additional information. The patient stated that the error message first appeared at 9am on (B)(6) 2015. The patient does not take any form of medication in order to manage their diabetes and the patient took no action in response to their regular diabetes management regimen routine as a result of the product issue. The patient did state, however, that they had been exercising more over the past ¿5 years¿. 2 hours after the product issue began, the patient stated that they experienced symptoms of ¿sweaty and shaky¿. The cca noted that the patient did not receive any form of treatment as a result of these symptoms. During troubleshooting the patient was unable to resolve the issue by walking the patient through a retest. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.